Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, there was a big bubble on the device but the pocket looked okay from the outside. It ballooned out but was not red and angry and was thought to be just fluid before opening yet turned out to be infected. There were no additional adverse patient effects reported. The rv lead was explanted.